Event description:
It was reported that the during interrogation of the pacemaker, there were no indications of the elective replacement indicator (eri) even though the patient was in bradycardia. The physician decided to replace the pacemaker. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.